Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. A call placed to technical services on (B)(6) 2018 reported that patient with this rv lead had pocket stimulation. Patient had contraction on the left arm. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).